Manufacturer narrative:
(B)(4).

Event description:
It was reported that (B)(6) 2025 occurred. No product was provided for evaluation. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.